Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left knee was revised due to pain, instability, and wear of the insert. The insert was revised to the same catalog number, the patella was revised to an asymmetric patella.